Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had 2 stimulators, now they are on their 2nd stimulator and are in so much pain. The new stimulator is not working. Patient is very upset and now they need another surgery for removal. No further patient symptoms or complications were reported in this event.